Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator was defective, that it did not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis report noted several missing lines in the lower display, liquid crystal display (lcd) erosion on the left side of the upper lcd, a cracked lower case, a scratched keypad, sticky user knobs, a sticky drawer and release latch, that it was missing several screws from its lower case as well as missing the ring and bail covers from the back of the device. Due to a lack of spare parts as well as no guarantee to keep 100% reliability after repair due to critical deviations found the device was to be scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.